Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative evaluated the imaging system. The issue was suspected to be attributable to the right stage cover, the motion control box, the power relays, and/or the varistor. The suspect parts were returned for medtronic's evaluation. Evaluation confirmed failure on the stage cover, the motion control box, and the power relays, but the varistor tested to be functional. Replacement parts were shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion case, the imaging system would not boot. There was a reported delay to the procedure of less than 1 hour due to this issue. Site discontinued use of the imaging system. Procedure was completed with no adverse effect on patient outcome.